Event description:
It was reported that the patient claimed back pain .after taking some graphics has been found out that the rod and the connector has been broken. First surgery was performed on (B)(6) 2014. Date of event: about 2 months before the revision date. Date of explant - (B)(6) 2016. The surgeons' opinion is that a fatigue fracture occurred for the rod but for the connector he has no idea about the reason of fracture.

Manufacturer narrative:
Method: device evaluation, risk assessment; result: the rod was confirmed to be fractured during visual inspection. Conclusion: the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
It was reported that the patient claimed back pain .after taking some graphics has been found out that the rod and the connector has been broken. First surgery was performed on (B)(6) 2014 date of event: about 2 months before the revision date. Date of explant - (B)(6) 2016. The surgeons' opinion is that a fatigue fracture occurred for the rod but for the connector he has no idea about the reason of fracture.